Manufacturer narrative:
The device has not yet been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.

Event description:
It was reported that one year after the initial surgery, the patient had a non-union of the maxilla and as a result, a revision surgery was scheduled to remove the hardware. It was noticed on a CT scan three weeks prior to the revision surgery that two of the initial plates used were broken in half. Custom implants were made for the patient and were inserted during the revision surgery.

Event description:
It was reported that one year after the initial surgery, the patient had a non-union of the maxilla and as a result, a revision surgery was scheduled to remove the hardware. It was noticed on a CT scan three weeks prior to the revision surgery that two of the initial plates used were broken in half. Custom implants were made for the patient and were inserted during the revision surgery.

Manufacturer narrative:
The investigation results show that the postoperative plate fractures occurred through fixing holes, so the reported event (postoperative plate breakages) could be confirmed. Because no x-ray or comparable documents were returned, it is not applicable to confirm the non-union. The (measurable) dimensions of the returned plates are in accordance with the specifications. The chemical compositions of both plates conform to the specification of ti grade 2. Both postoperative plate fractures occurred through a fixing hole. The macroscopic appearance points to exceeding the material strengths. That is confirmed by the deterioration of the anodization layer, the changes of the surface¿s structure and the secondary cracks in the area of the breakage. Furthermore, there are deep grooves from the laser cutting process. The fracture surfaces of both plates were partially leveled due to friction with the counterpart. The non-destroyed fracture surfaces (rest) show the appearance of a forced ruptures. The fractographic investigations with sem show a structure of a ductile forced rupture with secondary cracks and in addition, swinging lines of a fatigue breakages are visible. No lot numbers were provided and a review of the specific manufacturing batch record and related quality documents (manufacturing documents, inspection plan, inspection drawing and release report) can not be performed. Therefore, it is also not possible to determine the quantity released for distribution within the affected lot. However, the investigation steps conducted and the further provided information demonstrate much evidence that the event is not related to a manufacturing issue. To obtain more details about the complained event, the sales rep was contacted. It was further reported that the plate was removed 8 months passed initial surgery and no medical records can be provided. In the reported event it was stated that the patient came back in the operating room with a nonunion. 3 weeks prior to revision surgery a CT scan was done, that showed 2 plates are broken. It cannot be determined whether the non-union caused the breakage of the plates or the breakages of the plates resulted from the non-union. Based on the investigation and the corresponding statistical evaluation there is no indication for an incorrectly working product or any systematic design or material related issue. Therefore, no further corrective and / or preventive actions are deemed necessary at this time. The complaint is added to the complaint trend.